Manufacturer narrative:
Device analysis report attached. This report is submitted on september 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to migration of the electrode and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, the patient experienced an electrode extrusion, not migration. This report is submitted on october 20, 2022.